Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The white plastic handle cracked then shattered.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, previous investigations found (B)(4) that was implemented on (B)(6) 2006 to alleviate handle fractures; a metal washer was added at the distal end of the handle to protect the radel handle from impact during an extraction type hit. The root cause was attributed to heavy usage and product design. Based on the investigation, further corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.